Manufacturer narrative:
There was no patient involved with this concern. The fuses were replaced and the system was fully functional. The suspect fuses were discarded at the site.

Event description:
A medtronic representative reported that the fuses on the mobile view station (mvs) had blown and the system would not boot. This was reported outside of surgery when booting the system in the morning.